Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. According to the center, the low flows were related to hypovolemia which was related to mallory weiss tears and an upper gi bleed. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The system controller event log file contains data from (B)(6) 2020, at 01:47:16 through (B)(6) 2020, at 07:20:02. Low flow events were captured intermittently throughout the file, resulting in 9 total low flow alarms. Calculated average flow ranged from 2.1-2.4 lpm for these events. Overall, calculated average flow ranged from 2.1-4.5 lpm. The pump speed did not drop below the low speed limit for the duration of the file. No additional atypical alarms were captured. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU lists hypovolemia as a potential late post-implant complication. The IFU also states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for multiple low flow alarms due to hypovolemia related to mallory weiss and upper gastrointestinal bleeding. The patient was hypertensive at the time. The patient received IV fluids/ blood products and ramp echocardiogram to decrease speed. Clips were placed on esophageal tears. The low flows alarms resolved upon discharge.